Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure a thrombus was noted in the right atrium. The was sheath was removed and flushed out before transeptal puncture (tsp). Post procedure follow up echocardiography showed that the thrombus was resolved, and the patient was discharged. The patient is fully recovered.